Event description:
It was reported that patient presented in clinic after receiving inappropriate atp and hv therapy. Upon review of stored egm, potential myopotential oversensing was suspected. Recommended programming changes were made. Patient will continue to the monitored.